Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient initiated a remote interrogation for their dual chamber pacemaker. Upon interrogation it was found that the right atrial (ra) lead exhibited high out of range pace impedance measurements, measuring greater than 3000 ohms. In addition, device programming optimization changes to the post-ventricular atrial refractory period (pvarp) were made. Atrial tachy response (atr) episodes were stored as a result of noise seen by the device due to current ra lead programming. Technical services was consulted and recommended troubleshooting and programming changes. The pacemaker system remains in service. No adverse patient effects were reported.